Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer experienced low blood glucose with blood glucose value 55 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated that the insulin pump passed self and displacement test. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will continue to use the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). Proceed it with the following testing to assure proper functionality of the unit. Unit passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarms was confirmed on 01/22/2022 at 14:51:48 and 14:52:05 and on 02/16/2022 at 13:57:50 and at 13:58:02. File ID = (B)(4) line ID = 3294. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 was cause error bug, software error. No pump error 63 noted during testing or in download history data. Problem isolated to electronic assemblies. Unit received with cracked retainer, cracked keypad at select button, cracked case(battery tube) and cracked battery tube threads. In conclusion no pump error 63 alarms noted during testing. However, during download review pump error 53, was confirm due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). Proceed it with the following testing to assure proper functionality of the unit. Unit passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarms was confirmed on 01/22/2022 at 14:51:48 and 14:52:05 and on 02/16/2022 at 13:57:50 and at 13:58:02. File ID=26 line ID=3294. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 was cause error bug, software error. No pump error 63 noted during testing or in download history data. Problem isolated to electronic assemblies. Unit received with cracked retainer, cracked keypad at select button, cracked case(battery tube) and cracked battery tube threads. In conclusion no pump error 63 alarms noted during testing. However, during download review pump error 53, was confirm due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.